Event description:
A malfunction was reported on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any further issues arise.